Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
The product associated with this complaint investigation was made according to specification. Product monitoring reviews will monitor for product trends if this issue were to reoccur. Previous applicable non-conformance investigation has been completed. The investigation revealed that the complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints by the end user as a result of skin complications caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Corrected data: method code was not submitted for MDR MFR# 1049092-2014-00614 on october 15, 2015. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
The end user reported he developed a rash, which he had for few weeks. The rash was described as red and weeping. A physician has previously treated this same rash with prescription nystatin powder.

Manufacturer narrative:
Additional information was received on september 23, 2015. A batch review was performed and no discrepancies were noted. Previous investigation is applicable to this complaint. Therefore, this complaint will remain open until the investigation is complete. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).